Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a compromised force sensor system alarm. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. The customer stated that while doing the fill tubing; the insulin pump gave a countdown and it would not stop filling the tubing and got another compromised force sensor system alarm. The customer were able to clear the alarm and were able to complete rewind. The customer was referred to the back-up plan as per the healthcare professional¿s instructions. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test or verify a33 alarm due to motor error alarm. However, device passed rewind test and displacement test.